Event description:
It was reported that a spectrum pump on and off without user input. It was also reported there was no pt injury. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification with respect to the reported symptom, which was not reproduced. The messages were confirmed through a review of the event history log. A cause could not be identified in evaluation. The pump was tested with passing results. The device was found to be operating mechanically as designed and no action will be taken at this time.